Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that there was no power to the monitor. There was no patient present when this issue was identified. During troubleshooting, the site determined that there was no output power from the usp. They replaced two 20amp defective fuses. Both new fuses were blown instantly.